Event description:
(B)(4) - a letter received by the consumer reported that the 9781 shower chair seat broke in half while in use on (B)(6) 2012, resulting in a small cut on the patient's back and buttocks, and a two inch cut on one of her feet. There is no report that medical attention was needed or sought.